Event description:
The customer said the suspect device result was 131 mg/dl when they checked their blood glucose. They went out for breakfast and was not able to eat. They were sweating, shaking and felt weak. They drove to a fire station and they checked their glucose and the result was lo. They treated them with glucose and took them to the hospital. They was observed for four hours. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.